Manufacturer narrative:
G.5. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k230855. Bd received 19 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Poor barrier separation was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure modes of additive abnormality and missing additive with the incident lot were observed. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality and missing additive. This complaint is unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ tube, there was a milky white substance observed in the tube and the samples displayed poor barrier separation. There was no health impact or consequences reported.